Event description:
This event was reported as valve explanted after 18 years due to prosthetic valve dysfunction; the posterior leaflet to the valve was thrombosed and not moving. No further info was provided.